Event description:
It was reported that the lead exhibited less than 200 ohms and 207 ohms impedance. The patient would be monitored with frequent follow-ups. The patient's condition was - good - before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
New information notes the lead continued to exhibit low impedance. The lead remained implanted. The patients condition before and after the follow-up was good.